Event description:
It was reported, that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous. And severely calcified right coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient was in good condition.

Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 8mm proximal from the distal maker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.